Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('perforation uterus'), fallopian tube perforation ('perforation: fallopian tubes') and pelvic pain ('daily physical pain/ pelvic pain/pelvic') in a 38-year-old female patient who had essure (batch no. 904751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen) since 2008 to (B)(6) 2013 for contraception. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),menorrhagia"), depression ("depression,psych injury"), anxiety ("mental anguish,psych injury") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal area pain/abdominal pain"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery ( hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. In (B)(6) 2013, the pelvic pain and vaginal haemorrhage had resolved. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, depression, anxiety and dyspareunia outcome was unknown and the genital haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information related to essure confirmation test - earlier hsg done and reported as "patient did not undergo essure confirmation test" essure conformation test done on (B)(6) 2012 showed bilateral occlusion. Discrepancy in essure insertion dates : (B)(6) 2013 and (B)(6) 2012. Treatment received for pelvic pain, abnormal bleeding, psych injury, migration, fallopian tubes perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of product technical complaint . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('perforation uterus/right implant migrated slightly back towards the inside of the uterus'), fallopian tube perforation ('perforation: fallopian tubes') and pelvic pain ('daily physical pain/ pelvic pain/pelvic') in a 38-year-old female patient who had essure (batch no. 904751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since 2008 to (B)(6) 2013 for contraception as well as celecoxib (celebrex), ibuprofen and pseudoephedrine hydrochloride. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),menorrhagia"), depression ("depression,psych injury"), anxiety ("mental anguish,psych injury") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal area pain/abdominal pain"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (hysterectomy (full),salpingectomy (bilateral) and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. In (B)(6) 2013, the pelvic pain and vaginal haemorrhage had resolved. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, depression, anxiety and dyspareunia outcome was unknown and the genital haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information related to essure confirmation test - earlier hsg done and reported as "patient did not undergo essure confirmation test" essure conformation test done on (B)(6) 2012 showed bilateral occlusion. Discrepancy in essure insertion dates : (B)(6) 2013 and (B)(6) 2012. Treatment received for pelvic pain, abnormal bleeding, psych injury, migration, fallopian tubes perforation. Insertion details-right 5 and left 6 coils were visualized diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change.medical records received- new reporter, medical history, insertion details and concomitant drugs were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('daily physical pain/ pelvic pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since 2008 to (B)(6) 2013 for contraception. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal area pain"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. In (B)(6) 2013, the pelvic pain and vaginal haemorrhage had resolved. At the time of the report, the menorrhagia had resolved and the depression, anxiety, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information related to essure confirmation test - earlier hsg done and now reported as "patient did not undergo essure confirmation test" diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: dyspareunia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporters added, patient¿s age, concomitant and treatment drugs, start and stop date of essure, events ¿vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhea, dyspareunia and abdominal pain ¿ added. Essure was removed by hysterectomy with bilateral salpingo-oopherectomy no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('perforation uterus'), pelvic pain ('daily physical pain/ pelvic pain/pelvic') and genital haemorrhage ('general abnormal bleeding') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since 2008 to november 2013 for contraception. In (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),menorrhagia"), depression ("depression,psych injury"), anxiety ("mental anguish,psych injury") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal area pain/abdominal pain"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (hysterectomy (full),salpingectomy (bilateral) and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6)2013. In (B)(6)2013, the pelvic pain and vaginal haemorrhage had resolved. At the time of the report, the device dislocation, uterine perforation, depression, anxiety and dyspareunia outcome was unknown and the genital haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information related to essure confirmation test - earlier hsg done and reported as "patient did not undergo essure confirmation test" essure conformation test done on (B)(6)2012 showed bilateral occlusion. Discrepancy in essure insertion dates : (B)(6)2013 and (B)(6)2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: dyspareunia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received : following events were added : uterine perforation, migration, general abnormal bleeding. Outcome of the event dysmenorrhea (cramping) was changed from unknown to recovered/resolved. Reporter information added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('perforation uterus'), fallopian tube perforation ('perforation: fallopian tubes') and pelvic pain ('daily physical pain/ pelvic pain/pelvic') in a 38-year-old female patient who had essure (batch no. 904751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since 2008 to (B)(6) 2013 for contraception. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),menorrhagia"), depression ("depression,psych injury"), anxiety ("mental anguish,psych injury") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal area pain/abdominal pain"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery ( hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. In (B)(6) 2013, the pelvic pain and vaginal haemorrhage had resolved. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, depression, anxiety and dyspareunia outcome was unknown and the genital haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information related to essure confirmation test - earlier hsg done and reported as "patient did not undergo essure confirmation test" essure conformation test done on (B)(6) 2012 showed bilateral occlusion. Discrepancy in essure insertion dates : (B)(6) 2013 and (B)(6) 2012. Treatment received for pelvic pain, abnormal bleeding, psych injury, migration, fallopian tubes perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: dyspareunia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Lot number was added. New events added: fallopian tubes perforation. Seriousness criteria removed for genital hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.